Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when a customer tried to issue an item for a patient, it was approved but did not reflect at the cabinet. A technical support specialist assisted that retry reverify request and then system was seen the approval. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower encountered an issue when trying to issue medication for a patient; it was not reflecting at the cabinet. This incident resulted in a delay in patient care, and it was confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.